Event description:
The customer reported that the system failed to display fluoroscopic exposures and exhibited a non-recoverable loss of functionality. No patient serious injury or death was reported related to this event.

Manufacturer narrative:
A ge service representative performed an on site investigation. The ps2 power supply was evaluated and replaced. The systems interface pcb and video controller pcb were evaluated and replaced. The system was tested and found to be working as intended and returned to service.